Event description:
The patient who received an omni procedure reported that they almost lost their vision due to the post op pressure spikes and blood in the eyeball. They reported that an emergency surgery had to be performed to remove blood from the eyeball and to place an implant to release pressure.